Event description:
The intra aortic balloon was inserted into the pt on 6/19/98. On 6/24/98 after intra aortic balloon pump for five days, the "leak in intra aortic balloon circuit" alarm sounded from the pump. Further investigation showed blood in the intra aortic balloon tubing and the intra aortic balloon was removed from the pt. On examination of the intra aortic balloon, it appeared that the balloon membrane was still intact but the intra-arterial lumen had broken. (Event complications: none from the event-reported 7/8/98.) (Pt's current status: quite well-rpt'd 7/8/98.)